Manufacturer narrative:
Physio-control downloaded the device's electronic records from the event for review and was able to verify the reported issue.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and it displayed a "connect electrodes" message. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. The customer switched to another set of defibrillation electrodes and that resolved the issue. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and it displayed a "connect electrodes" message. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. The customer switched to another set of defibrillation electrodes and that resolved the issue. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.